Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of collimator iris, diaphragm, is closed. The fse determined the cause of the problem to be the high voltage(hv) cable, fluoro function board(ffb), and collimator cover. Fse replaced the hv cable, ffb, and collimator cover to resolve the issue. The fse verified system functionality. Based on age of the system, manufactured in 2000, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and identified as requiring a replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported the iris collimator closed/coned down and could not be re-opened. No patient death or serious injury was reported related to this event.